Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: two sureform 60 stapler instruments were used one after the other. The customer switched to laparotomy and used an endogia stapler instrument. There was no patient injury. The customer converted the procedure as the procedure could not be completed robotically. An isi did receive a da vinci product to perform failure analysis. The sureform stapler 60 instrument was analyzed and failure analysis investigations did not replicate nor confirm the customer reported complaint. Failure analysis found the primary finding of could not reproduce the expected condition to be related to the reported complaint. The sureform stapler instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument initialized, clamped, fired and unclamped two times without any issues. The instrument moved intuitively with full range of motion in all directions. The instrument grips opened and closed properly. A review of the instrument logs showed no failures. Additional observation(s) not reported by site: the sureform stapler 60 instrument was found to have small multiple holes in the wrist cover.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the stapler would not fit through the trocar. The procedure was converted due to patient anatomy with no reported injury.